Event description:
It was reported that the patient felt a surging sensation when stimulation was on especially during physical exertion. It was initially suspected that the implantable neurostimulator was nearing end-of-life. The patient had an MRI that indicated that the location of the lead may be causing issues. Additional information has been requested from the hcp, but was not available as of the date of this report.